Event description:
The pt was injected into the glabella area, and the upper and lower lip. The pt allegedly developed abscesses, which were incised and drained. A culture was taken.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.